Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the hand piece would not connect after trying several times. Error kept saying replace hand piece. Then the device would not seal correctly either. Case completed with a third hand piece and device of the same product code. There were no patient consequences reported. Due to excess blood in the drainage tube(s) post-op, the patient received 2-6 units of blood. After the transfusion, the bleeding was controlled. The patient is in stable condition and has been discharged.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the hand activations contacts bent. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob not rotate freely. The device was then functionally tested on the gen11 generator. During the test media, there were no anomalies noted with the functionality of the device as it cut and seal the test media as intended. During the analysis the "advance tissue technology not available" screen was displayed. This message should not have been displayed according to the information registered on the eeprom. No conclusion can be reach on why the message was displayed. Please note this finding is not related to the reported event. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display instrument errors or activation issues. Hand switch contacts damaged due to tilted handpiece hitting contact top surface during assembly.